Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured. A boston scientific technical services (ts) determined the r-waves was at 0.4 millivolts, the right ventricular impedence was greater than three thousand ohms and no capture was found even at maximum output. The device was turned off and the patient was provided with a wearable automated defibrillator. Additionally, a device change-out was planned but the patient was non-compliant due to financial constraint. Further, the patient was not dependent to the device wherein no pauses maybe noted because of noise. The rv lead remains in service. No adverse patient effects were reported.